Manufacturer narrative:
The customer's complaint that the roller clamp compresses the tubing could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics not provided.

Event description:
It was reported from the anesthesia department, pacu and asu that the roller clamp compresses the tubing to the point that no fluid is able to move through the area-it is also hidden by the roller. There was no harm.